Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The device had missing end cap sticker and address/serial number label.

Event description:
It was reported that the insulin pump had an error alarm, and insulin squirted out during the manual prime process. It was stated that the customer was disconnected during prime. It was stated that the piston continue moving forward after the reservoir makes contact and insulin squirted out, followed by the error alarm. It was stated that the numbers did not appear on the screen, and the beeps could not be heard. No further information was provided.